Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the battery on a 980 ventilator had a recharge failure. The ventilator was not in use on a patient at the time the event occurred.